Event description:
I am writing to report an urgent and severe adverse reaction experienced following a cosmetic procedure. In (B)(6), I received juvederm voluma injections in my cheeks. Approximately two weeks later, I began to experience swelling in my lower eye area and discomfort in my cheeks, accompanied by an intermittent, tolerable burning sensation. However, in late (B)(6), concurrent with contracting a cold, my symptoms dramatically escalated to an unbearable level. My face and eyes are now afflicted by an intense, pervasive burning sensation. The pressure in my facial region is so extreme and overwhelming that it feels as though my head is on the verge of exploding. This agonizing discomfort radiates downward into my throat and chest, and upward to the crown of my head, creating a terrifying and debilitating experience. The level of pain and distress I am enduring is profound and has led to a genuine fear for my well-being and life. Despite the critical nature of my condition, the original provider has declined to offer any intervention or assistance. I have since sought emergency medical attention twice due to the severity of the pain. Furthermore, I have consulted with a neurologist, an ophthalmologist, a dermatologist, and an additional plastic surgeon, but regrettably, I have received no definitive diagnosis, effective treatment plan, or tangible assistance from any of these specialists. I feel completely unheard and abandoned by the medical community.